Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (poor image display) was confirmed and found to be caused by a cable issue. The reported issue (connector unable to connect) was not confirmed. In addition, service found the cable electrical connector was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the connector of the subject device could not be connected and the image display was poor. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being submitted for the reportable malfunction of poor image display.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failed connector could not be determined. Olympus will continue to monitor field performance for this device.